Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the patient was instructed to follow up with the manufacturer representative. The weight of the patient was unknown at the time of the event. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for spinal pain. An alleged over discharged was reported. The rep already completed the physician recharge mode on (B)(6) 2017, but the battery was charging and depleting quickly. The issue began in 2016; about four months prior to (B)(6) 2017, the patient realized that she could no longer communicate with the implant. No symptoms were reported.